Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "ablation done after essure insertion". The patient's medical history included endometrial ablation, uterine prolapse, dyspareunia, nickel sensitivity, chickenpox, pneumonia, bladder infection, migraine, hemorrhoids, infectious mononucleosis, bronchitis, mitral valve prolapse, gerd, high cholesterol, weight gain, fatigue, vaginal odor, anogenital warts and bleeding genital. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2018: both essure could be visualized. Concerning the injuries reported in this case, the following one were described in patient¿s medial records: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "ablation done after essure insertion". The patient's medical history included endometrial ablation, uterine prolapse, dyspareunia, nickel sensitivity, chickenpox, pneumonia, bladder infection, migraine, hemorrhoids, infectious mononucleosis, bronchitis, mitral valve prolapse, gerd, high cholesterol, weight gain, fatigue, vaginal odor, anogenital warts and bleeding genital. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2018: both essure could be visualized. Concerning the injuries reported in this case, the following one were described in patient¿s medial records: pelvic pain. Most recent follow-up information incorporated above includes: on 13-oct-2020: mr received. Reporter information, medical history added. Event medical device removal updated to event pelvic pain. New event added- ablation done after essure insertion. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one were described in patient¿s social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.